Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was explanted; however, the indication for lens explantation has not been specified. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. There is insufficient information available in this case. Rayner is following up via its in-country representatives to try and obtain further information to facilitate additional investigation of the event.

Event description:
On 2nd march 2026, rayner received notification from a healthcare professional in canada of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens was explanted; however, the indication for lens explant is not specified.